Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited far field oversensing, which resulted in inappropriate mode switches and pacing inhibition. No changes or intervention was reported. The patient was in stable condition.